Manufacturer narrative:
Date of event: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded intraocular lens (iol) had a bent haptic and there was no patient contact. Through follow-up, additional information was received describing the haptic damage as folding issues. Another lens with the same model and diopter size was implanted in the patient's operative eye. The iol is not available for return as it was discarded. No further information was provided.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 23-mar-2022 section h-3: device returned to manufacturer: yes device evaluation: the complaint simplicity was received inside the original folding carton visual inspection under magnification was performed and revealed that the lens was stuck in the cartridge and overridden by the plunger rod. The complaint lens was cleaned, and visually inspected and lens damage, haptic damage, and scratches were observed. The complaint simplicity was visually inspected and revealed damage to the cartridge tip. The simplicity was disassembled and visually inspected and no assembly issues were identified. The complaint issue "dc-haptic damaged" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.